Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and claimed part were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. A correction of field # d1 brand name and # d4 version or model# was required. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).